Manufacturer narrative:
The manufacturer previously reported information received that a "patient death was reported several days after using the e30 ventilator. The hospital states that philips did not perform service to the system nor proceed with the scheduled recall and collection, as per the official documentation. The family has submitted the corresponding legal death certificate (acta de defunción / death certificate) that might directly link the incident to the use of the device. The family is now reporting the lack of follow up on the recall, the service or exchange not being performed, and of course the case of their deceased patient please be advised that philips mexico, under the signature of marc duocastella, issued an official communication indicating that all e30 systems were to be recollected before december 31, 2024. As of today, this recollection has not been executed, and additional patient risk reports continue to be filed on different e-30 systems". The complaint has been reviewed by a clinical expert, and it has been determined that the reported event makes no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the reported event. Additionally, there is no other clinical information provided to indicate any causal relationship between the device and the reported death. Therefore, based on available information the reported death is assessed as not related to the device in this case. Therefore, based on information available at this time, the device did not cause or contribute to a serious injury or death. No further action is required. The complaint review has determined that due to insufficient information this will be reported. Although there is not an allegation that the device caused or contributed to the mentioned "death". The device has not yet been returned to the manufacturer for evaluation. No serial number has been provided. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report currently. If pertinent information becomes available to the manufacturer later, an addendum to this final report will be filed. The reported event makes no allegation of any specific device malfunction, user error, failure, labeling, or other deficiency that is relevant to the harms reported. Based on available information at this time, the alleged death, severe hyperkalemia, acute renal failure, and atypical pneumonia is assessed as not related to the device in this case. Therefore, based on information available at this time, the device did not cause or contribute to a serious injury or death. No further action is required. Gfe was sent for the serial number no response. So unable to perform DHR review.

Event description:
The manufacturer received information that a "patient death was reported several days after using the e30 ventilator. The hospital states that philips did not perform service to the system nor proceed with the scheduled recall and collection, as per the official documentation. The family has submitted the corresponding legal death certificate (acta de defunción / death certificate) that might directly link the incident to the use of the device. The family is now reporting the lack of follow up on the recall, the service or exchange not being performed, and of course the case of their deceased patient please be advised that philips mexico, under the signature of (B)(6), issued an official communication indicating that all e30 systems were to be recollected before (B)(6) 2024. As of today, this recollection has not been executed, and additional patient risk reports continue to be filed on different e-30 systems". The complaint has been reviewed by a clinical expert, and it has been determined that the reported event makes no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the reported event. Additionally, there is no other clinical information provided to indicate any causal relationship between the device and the reported death. Therefore, based on available information the reported death is assessed as not related to the device in this case. Therefore, based on information available at this time, the device did not cause or contribute to a serious injury or death. No further action is required. The complaint review has determined that due to insufficient information this will be reported. Although there is not an allegation that the device caused or contributed to the mentioned "death". The device has not yet been returned to the manufacturer for evaluation. No serial number has been provided. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.